Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 6:00 am, the patient obtained an error message on the reported meter; she was unable to obtain a blood glucose reading. The patient was unable to provide the specific error message that occurred, but stated that it occurred upon test strip insertion into the meter. The patient took no actions due to the meter issue. Ten hours afterwards, the patient allegedly experienced the symptoms of shaking, sweating, frequent urination, hunger and headache. The patient did not seek any medical attention or treatment. The patient manages her diabetes with oral medications, diet and exercise. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe injury after she was unable to test her blood glucose level due to the reported meter error message issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.